Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tunneler was allegedly twice the diameter of the actual port. It was further reported that this caused track oozing and bleeding which allegedly led to frequent hematomas or excessive bruising after placement and can easily be rectified with a smaller tunneler. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one tunneler with a loaded catheter was returned for evaluation. Visual and dimensional evaluations were performed on the returned device. No anomalies were noted. Therefore the investigation is unconfirmed for the reported defective component and blunt issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tunneler was allegedly twice the diameter of the actual port. It was further reported that this caused track oozing and bleeding which allegedly led to frequent hematomas or excessive bruising after placement and can easily be rectified with a smaller tunneler. The current status of the patient is unknown.